Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from sales representative stating that the devices will no longer be sent back as it was user error. The sales rep supported a case a couple of days later after the event and all went well with the system.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8253200. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the nim system was not stimulating. Electrode check passed, and the stim return value remained zero when actively stimulating. They swapped to stim 2 with no resolution. The hcp stated that there was a rattling noise inside the patient interface box. No other back-up device to use. They had to cancel the case. The surgery was rescheduled. Additional information received from rep stating that the procedure was for thyroid. The patient was already in anesthesia when the case was cancelled. The surgery was re scheduled the following week.